Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor reset during incoming functional testing. Upon investigation, the leads on high-voltage capacitors c19, c20, and c22 were found to be lifted from the solder pads on the defibrillation board, causing the test failure. Additionally, the leads of capacitor c246 were found to be broken from the c/a board. The root cause for the lifted and broken leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the lifted or broken leads. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service date detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last patient to use this monitor did not report any deficiencies.